Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated at 290mg/dl. According to the customer's contact, elevated bg level was treated by changing out the infusion set, and administering a bolus with the pump. Tandem technical support has attempted multiple times to follow up and troubleshoot with the customer, however there has been no response.